Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a transforaminal lumbar interbody fusion (tlif) procedure at the l2-l3 level utilizing the transforaminal posterior atraumatic lumbar (t-pal) system on (B)(6) 2018. After the t-pal implant was inserted using the t-pal spacer applicator inner shaft, the surgeon could not turn the handle to release the implant. It was reported the inner shaft would not turn in either the open or close directions. The implant was removed from the patient. The inner shaft was checked and it was noted that the upper portion of it was broken. Another t-pal spacer applicator inner shaft was used to insert the implant with no problem. Surgery was completed with a delay of less than 30 minutes. No adverse consequence to the patient was reported. This report is for one t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 03.812.003, lot no.: 8305042: manufacturing location: (B)(4), release to warehouse date: 23.apr.2013: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The coupling knob at the end of the applicator inner shaft 03.812.003 is broken off as complained and the complaint therefore is confirmed. The broken off knob is available for investigation. The device is in a common condition with some wear and tear. The relevant dimensions and the radius at the fractured face cannot be verified anymore because of the existing damage and deformation. The manufacturing documents were reviewed and no complaint related issues were found. The device was manufactured in april 2013 according to the specifications. With stainless steel 1.4028 the correct material was used. The hardness was tested with hardness tester and corresponded to the specification as defined in relevant drawing. In june 2014 appropriate actions were taken because of various received complaints with respect to a broken inner shaft (art. No. 03.812.003) or trial spacer shaft (art. No. 03.812.307-317; and art. No. 03.812.507-517) which occurred between the market introduction of t-pal in 2010 and may 2014. The root cause analysis during the investigations led to an update of all t-pal ous surgical technique guides (e.g. (B)(6) version 016.001.088, english version 036.001.088) from revision ac to revision ad. The breakage rates decreased after appropriate action implementation thus passed its acceptance criteria. We are not able to determine an exact cause of breakage for this several years old applicator inner shaft. Even after executing all corrective actions multiple circumstances possibly led to a damage of applicator inner shafts: noncompliance with surgical technique, excessive application of force, not replacing of applicator inner shaft during function control nevertheless of existing wear and damage; see surgical techniques for t-pal surgical technique guide. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.